Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2017 crts 3596058 (con, rep): information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was charging too often. The rep reported that the ins was only holding a charge for 6 hours. The rep reported that the patient used to be able to go a week between charges. The rep reported that the patient had not been recently reprogrammed, switched to a new group or had the need to increase parameters. There was no overdischarge events that could be related to the issue. The rep reported that the patient fell a couple of months ago and landed on her back against a metal chair that could be related to the issue. The rep reported that stimulation stopped on one side. The rep reported that another rep met the with patient was able to just turn stimulation on and stimulation worked as intended. There was no need to do any reprogramming at that time. The rep reported that the patient had good coupling. The rep reported that the patient had two programs: caller reports patient has two programs: 1. 2 anodes and 2 cathodes. 2.8v/450pw/60hz. Therapy impedance: 388 ohms 2. 2 anodes and 1 cathode. 7.6v/450pw/60hz. Therapy impedance: <(><<)>50 ohms, checked at 3v. Caller reports program 2 is for right leg. 9+10- 11+ electrode impedance obtain, 3v: reference 0: 1: 795 ohms 2: 801 ohms 3: 875 ohms reference 1: 0: 795 ohms 2: 717 ohms 3: 856 ohms reference 2: 0: 801 ohms 1: 717 ohms 3: 760 ohms reference 3: 0: 875 ohms 1: 856 ohms 2: 760 ohms reference 9: 10: <(><<)>150 ohms 11: 598 ohms reference 10: 8: 610 ohms 9: <(><<)>150 ohms 11: 601 ohms reference 11: 8: 895 ohms 9: 598 ohms 10: 601 ohms it was reviewed to suggest x-rays and to reprogram not utilizing contact 9/10. No further complications were reported. Omitted information pertaining to the overdischarge and insr not charging as they can be seen in pes 702025742 and 702025761 respectively** 2017-08-18 e1 (rep): additional information was received from a manufacturer's representative (rep). The rep reported that the imped ances on contacts 9 and 10 and the patient's settings were using them which caused the battery to deplete faster. The rep reported that they created a setting to alleviate using both 9 and 10 together while still providing the same coverage. The rep reported that this resolved the charging issue. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was charging too often. The rep reported that the ins was only holding a charge for 6 hours. The rep reported that the patient used to be able to go a week between charges. The rep reported that the patient had not been recently reprogrammed, switched to a new group or had the need to increase parameters. There was no overdischarge events that could be related to the issue. The rep reported that the patient fell a couple of months ago and landed on her back against a metal chair that could be related to the issue. The rep reported that stimulation stopped on one side. The rep reported that another rep met the with patient was able to just turn stimulation on and stimulation worked as intended. There was no need to do any reprogramming at that time. The rep reported that the patient had good coupling. The rep reported that the patient had two programs: caller reports patient has two programs: 1. 2 anodes and 2 cathodes. 2.8v/450pw/60hz. Therapy impedance: 388 ohms 2. 2 anodes and 1 cathode. 7.6v/450pw/60hz. Therapy impedance: <(><<)>50 ohms, checked at 3v. Caller reports program 2 is for right leg. 9+10- 11+ electrode impedance obtain, 3v: reference 0: 1: 795 ohms 2: 801 ohms 3: 875 ohms reference 1: 0: 795 ohms 2: 717 ohms 3: 856 ohms reference 2: 0: 801 ohms 1: 717 ohms 3: 760 ohms reference 3: 0: 875 ohms 1: 856 ohms 2: 760 ohms reference 9: 10: <(><<)>150 ohms 11: 598 ohms reference 10: 8: 610 ohms 9: <(><<)>150 ohms 11: 601 ohms reference 11: 8: 895 ohms 9: 598 ohms 10: 601 ohms it was reviewed to suggest x-rays and to reprogram not utilizing contact 9/10. No further complications were reported.